Event description:
It was reported that the vns patient passed away due to sudep. The patient's last known treating physician reported that he was not seeing the patient at the time of death and has no further information regarding the death. The relationship of the death to vns is unknown.

Manufacturer narrative:
.